Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image during procedure. Additional information confirmed a replacement device was used to complete the procedure.

Event description:
It was reported that there was a potential of adverse consequences due to blurry image during procedure. Additional information confirmed a replacement device was used to complete the procedure.

Manufacturer narrative:
Alleged failure: image not clear. Probable root cause: incorrectly assembled optical train; damage to optical train; debris in optical train; end of life wear-out; shipping damage; use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.